Event description:
--

Event description:
--

Manufacturer narrative:
Additional information was received one and a half months later that this patient had recently passed away. A review of the patient's obituary indicated the patient passed away due to pacemaker complications. Our records indicate that this patient did not receive an implantable defibrillation system following the attempted implant in (B)(6) 2012. This lead was previously returned and is currently in analysis. Upon completion of analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, initial inspection noted blood and bodily fluid in the terminal pin opening and the lead lumen. The helix mechanism appeared extremely stretched and bent. The lead passed all testing, however was unable to successfully complete the helix mechanism test due to the damage to the helix preventing retraction into the housing. Laboratory analysis was unable to confirm if the reported clinical observations during the attempted implant contributed to the patient's death six weeks later. The laboratory findings suggest the helix damage was procedurally induced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this procedure to upgrade this patient from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d), the patient was not sedated and started to feel symptoms of chest pain with a drop in blood pressure. An echocardiogram showed left ventricular (lv) hypokinesis and effusion. The patient was transferred to the operating room where the physician confirmed this right ventricular (rv) lead had perforated the rv apex. The lead was explanted and the perforation site was repaired. The patient remained in the hospital for an extended period and was recovering fine.